Event description:
A customer contacted beckman coulter inc. (Bci) regarding an incorrectly reported result for a user-defined chemistry c-reactive protein (crp-s) by the data link2000 data manger (dl2000). The actual result from the instrument was "suppressed, oir high". A flag "dh (dynamic high)" was sent to dl2000. The result displayed at the dl2000 was "0.0". Treatment was not initiated or withheld as the result was never released from the lab.

Manufacturer narrative:
The rule at the dl2000 was configured: "if the result is not >0 and does not contain a '<' sign, then report as 0.0". The flag sent by the instrument fit the conditions of the rule, so the dl2000 converted the flag to a result of 0.0. Beckman coulter inc., (bci) fixed the confguration of the rule. The root cause for this event was an incorrectly configured rule. A malfunction will be assumed for the purpose of this report.